Event description:
Attempted 2 times to prime tubing for procedure with the same alarm sounding during the priming process ("return line air detector failed fluid check"). We changed apheresis machines and again got the same alarm sounding. So failure with 3 separate tubings, all of the same lot number. Successful with priming the machine with the 4th tubing using a different lot number. Contacted terumobct about problem and the rep stated they have seen an increase in this alarm. No harm to patient.